Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system was unable to start. It was reported that the system displayed a blue screen. The viewing station of the imaging system was restarted but into standalone mode and would not communicate with the imaging system. The viewing station of the imaging system was then manually shut down and was restarted. Once the restart was completed, communication was established and the imaging system functioned as designed.

Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. The evaluation found that the viewing station of the imaging system computer would not progress past the bios prompt until it progressed into 2d image acquisition mode after ten minutes. The representative reported that the logs showed user communication via the hand switch or footswitch leading to the transition. The representative reported that one switch was not engaged on the imaging system which led to the reported issue.